Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited a loss of capture. The lead had dislodged one month post-implant. The lead was explanted and it took approximately 20 rotations before the helix retracted.